Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the patient's fall was due to imbalance. No actions/interventions were taken. When they turned it off the gait was the same. It is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the last time they programmed the patient on (B)(6) 2018, they over programmed her because when she got home, she fell and broke her hip. It was stated it was unknown if this was related to the device or therapy.